Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the stent found that the first distal stent row was damaged with stent struts pulled in a distal direction. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An attempt was made to inflate the device however the device failed to inflate. The device was soaked in waterbath to soften any hardened medium present. After soaking, an encore inflation device was used to inflate the balloon. The balloon inflated successfully and deflated within deflation time specification. A visual and microscopic examination of the bumper tip found damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. A 3.00 x 28 synergy ii stent was received with no issues reported. However, returned device analysis revealed distal stent damage.